Manufacturer narrative:
Device not returned to manufacturer for evaluation. Device not returned to manufacturer.

Event description:
Reported as the surgeon had a patient with two pedicle screws from the xpress mis system which had broken postoperatively. No additional information available.